Event description:
Patient presented to the emergency department with a acute mi. The patient stated that they had 2 stents placed at at different facility one week prior to this event. The patient was taken to the cardiac cath lab at this facility. The patient under went ptca percutaneous transluminal coronary angioplasty to left circumflex were the 2 previous cypher stents were placed.